Event description:
Per the field clinical specialist, a valve in valve was performed in a medtronic surgical valve. A pre-dilation was performed with a 23mm true balloon to attempt fracture and, moderate central leak was noted and the team took the valve up to 12 -14 atm without noticeable fracture. The decision was made to place a 23mm s3 without incident. A paravalvular leak (pvl) was noted via angio and an atlas gold was utilized (22mm for post-dilation). Following post-dilation there was moderate/severe central leak noted. The decision was then made to place a second s3u higher and the central leak was resolved. The patient tolerated the procedure well and was transferred to the ICU without incident. Per fcs, post deployment of the second valve, there was no pvl.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. H6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned and an image review unable to be performed as images were not provided. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was unable to be confirmed due to unavailability of medical report/imagery. A review of the device history records did not indicate any manufacturing nonconformance that could have contributed to the reported event. An edwards lifesciences technical summary was written and has been documented that the cause of regurgitation varies depending upon multiple factors. As the valve was over expanded during the valve deployment, the technical summary is applicable for this case. Potential root causes for central regurgitation at time of implant includes valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, over inflation/ post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, and flow testing for each valves). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines a review of the training manuals and instruction for use regarding the instructions for valve preparation handling, and how to deploy valve. No IFU/training manual deficiencies were identified. As reported, "the decision was made to place a 23mm s3 without incident. A paravalvular leak (pvl) was noted via angio and an atlas gold was utilized (22mm for post-dilation). Following post-dilation there was moderate/severe central leak noted. The decision was then made to place a second s3u higher and the central leak was resolved". In this case, the non-edwards device (atlas gold) was used to post-dilate the deployed valve, which could lead to deployed valve over expanded resulting in central leak. Per training manual, same delivery system was recommended for the post-dilation. As such, available information suggests that procedural factors (post-dilation with non-edwards device) may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards defect was identified, no corrective or preventative action nor product risk assessment escalation is required.